Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and was unable to duplicate the reported malfunction, but found that one of the batteries was not charging all the way. The fse replaced the battery and the power management board. The fse also replaced the safety disk as it had reached its expiration. The fse found the video display cable to be severely stretched so he also replaced that along with the nylon p-clip that holds it. The fse performed functional testing and safety check to factory specifications. The iabp passed all functional and safety tests per factory specifications, and was returned to the customer, cleared for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) displayed a battery alert message. This event occurred prior to the iabp being used on a patient. No patient was involved and no adverse event has been reported.